Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cdh25p lot number v94724 and no non-conformances were identified. Manufacturing date: 02/10/2021 expiration date: 01/31/2024 if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open anterior resection, the device did not function with the battery at the 1st firing. The device was used between the colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.